Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. No report was required for this event as additional information from the field indicates this device was able to be interrogated and there were no issues with the device once it was interrogated. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was unable to be interrogated using a programmer. Technical services (ts) was consulted and walked the caller through troubleshooting steps, with the device still unable to be interrogated. This device remains in service. No adverse patient effects were reported. Additional information from the field indicates this device was able to be interrogated and there were no issues with the device once it was interrogated. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was unable to be interrogated using a programmer. Technical services (ts) was consulted and walked the caller through troubleshooting steps, with the device still unable to be interrogated. This device remains in service. No adverse patient effects were reported.